Event description:
It was reported that a bd phaseal¿ optima infusion connector c35-o disconnected from the mating component and caused leakage during use. The following information was provided by the initial reporter: nursing has experienced accidental disconnects with the c35-0 connector and n35-0 injector, especially with mobile patients. Small (<1 ml) chemo spill noted.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.